Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, unknown side rupture. Patient later reported, capsular contracture, baker grade I. This is for the right side. Device remains implanted.

Event description:
Patient reported, right side rupture. Patient later reported, capsular contracture, baker grade I. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side rupture. Patient later reported capsular contracture baker grade I. This is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, g.2, h.6.